Event description:
Surgeon drilling bone flap for craniotomy using new drill cutter, when the cutter broke. Rns unable to locate tip of cutter. Surgeon controlled bleeding and searched inside pt's head for broken tip without success. Unable to take x-ray due to large amount of metal equipment/devices on field. Surgeon closed head, dressed wound & removed headholder. Portable x-ray taken, positive for foreign body in midline frontal area of head. Surgeon re-opened wound to retrieve cutter bit.